Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was missing and the battery was swollen. The device was returned to the engineering dept for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.